Event description:
There were three endeavor rapid exchange (rx) drug eluting stents implanted during the index procedure; one in the mid lad and two in the proximal lad. The patient suffered a gi bleed (retroperitoneal bleeding) approximately 48 months post index procedure. The patient was treated with a transfusion. The event was not assessed for relatedness with device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).